Manufacturer narrative:
Corrected information e1: initial reporter e-mail. Corrected information h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log revealed 'downstream occlusion!' Messages, but was not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition were determined to be a failed attempted calibration downstream sensor and out of specification downstream tubing guide assembly. The force sensor and downstream tubing guide assembly require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during functional testing at the hospital floor. There was no patient involvement. No additional information is available.